Event description:
Pathology report confirmed "implant- associated anaplastic lymphoma", "the cells are positive for cd30, . . . Alk-1." Treatment included prescription medications to treat among other things: pain, headache, anxiety, and nausea.

Manufacturer narrative:
The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "developing bia-alcl".

Event description:
Patient representative reported the patient experiencing ¿developing bia-alcl;¿ pathology has not been received and the markers of cd30+ and alk- have not been reported or confirmed. Further reported was pain, immense pain, pain and suffering, anxiety and emotional distress, fear of disease progression. The following reported events have been deemed not related to the device: depression, fibromyalgia, neuropathy, tingling, sarcoidosis, hair loss, loss of multiple ribs, loss of part of [their] lung. Affected side is left. The status of the device is unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6.

Event description:
Patient representative reported the patient experiencing ¿developing bia-alcl;¿ further reported was pain, immense pain, pain and suffering, anxiety and emotional distress, fear of disease progression. The following reported events have been deemed not related to the device: depression, fibromyalgia, neuropathy, tingling, sarcoidosis, hair loss, loss of multiple ribs, loss of part of [their] lung. Affected side is left. Healthcare professional additionally reported "left breast mass." Pathological marker cd30+ and alk - have been received. The device has been explanted.

Event description:
Healthcare professional additionally reported "left breast mass." Pathological marker cd30+ and alk - have been received. The left side has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2; a.4; b.5; b.6; b.7; d.1; d.4; d.6b; h.6. The event of lump/nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.